Event description:
It was reported that the customer received a bad sensor alert. The customer's blood glucose was 133 mg/dl. The alert occurred after a second consecutive calibration error. Calibration protocol and timing were discussed. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensors and performed visual inspection and found sensor cannula broken. Broken part was not found. Unable to confirm customer received sensor in said condition, due to customer returned opened/used device.